Manufacturer narrative:
(B)(4). The device has not been returned for investigation.

Event description:
This complaint covers events with unknown details. It was reported that in on (B)(6) 2022 a doctor observed a difficulty during the injection of peridural. Similar events of this issue of difficulties to inject the product have been reported in the department but without being reported with any available details. It is unknown what part of the kit is the cause of the incident. We cannot provide this information.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review could not be conducted since the lot number of the device was not provided. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
This complaint covers events with unknown details. It was reported that in (B)(6) 2022 a doctor observed a difficulty during the injection of peridural. Similar events of this issue of difficulties to inject the product have been reported in the department but without being reported with any available details. It is unknown what part of the kit is the cause of the incident. We cannot provide this information.